Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had no delivery alarm. Customer's blood glucose was 5.3mmol/l. The customer was asked to run manual prime 5.0 units and no alarm alerted during manual prime and no leaks alerted. The customer was advised that it might be a problem with the reservoirs and she thinks that is the case too. The customer was unable to troubleshoot for no delivery because the alarm is not alerting. The customer was advised that we will send a canister to collect the reservoir we can send them back for analysis.

Manufacturer narrative:
Reliability analysis evaluated three sealed reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were found.